Manufacturer narrative:
The distributor replaced the vent engine service assembly to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. (B)(4). The distributor performed a checkout of the system and confirmed the reported issue. The o2 control valve was replaced to resolve the issue.

Event description:
The distributor reported that, unit failed the pre-use checkout and showed cannot drive bellows error message. The bellows collapsed. There was no reported patient involvement.